Manufacturer narrative:
Upon completion of investigation, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
Upon completion of the investigation, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a final MDR will be submitted.

Event description:
It was reported that when the customer tested the device before sending it in, it was working intermittently. The device would not shut off completely. There was no patient involvement. No harm or delay.